Event description:
It was reported that during a da vinci-assisted benign hysterectomy and inguinal hernia surgical procedure, the cannula seal broke towards the end of the case. A fragment fell into a patient, but was retrieved during the same procedure. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.